Manufacturer narrative:
Section d9. Device available for evaluation? Yes . Returned to manufacturer: yes. Date returned to manufacturer: november 9, 2021. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: one opened pi was received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any obvious defects or damage. Functional testing was performed and the reported issue could not be confirmed. Based on the information obtained, product malfunction and product deficiency cannot be confirmed. Note: this report is being submitted on january 1, 2022 local pacific standard time. All pertinent information available to johnson & johnson surgical vision, inc. At the time of this report has been submitted.

Event description:
It was reported by the customer that they experienced suction loss with the patient interface during the laser firing. Procedure was completed successfully. There was no patient injury or surgical intervention needed.

Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Device not returned.